Event description:
It was reported that a catheter separation occurred. The "almost totally occluded" target lesion was in a very tortuous right coronary artery. The physician attempted to advanced multiple balloons without success. The physician then advanced the guidezilla catheter with difficulty. During advancement, the guidezilla extension catheter separated from the wire port "right where a product would go into the hoop of the guide extension" but remained intact. The device was removed. The physician chose to end the case at that point. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).